Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate issue showing 60 units instead of the expected 270 units. There was no adverse impact to the customer's blood glucose level. Caller was educated on accurate readings, performed a bolus delivery as instructed, and acknowledged understanding the impact on insulin on board. After the procedure, an increase to 80 units was observed, with discrepancies still noted. Despite following air removal steps and proper insulin handling, caller overfilled the cartridge and was advised against this practice. Caller chose not to load a new cartridge and will continue using the current one, planning to follow up if necessary.